Event description:
It was reported that when the device was used during a a general surgery, the device locked up during the case. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.